Event description:
In 2007, the pt underwent treatment for an abdominal aortic aneurysm with a gore excluder aaa endoprosthesis. A distal type I endoleak was discovered and treated in 2008. The physician extended on both sides of the original device, using two contralateral leg components and an iliac extender component. The pt is doing fine.

Manufacturer narrative:
A review of the manufacturing paperwork is being conducted. A review of the manufacturing records for the device verified that the lot met all pre-release specifications.